Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, swelling, limping and tibial loosening approximately nine (9) years post-operatively. Revision operative notes noted the femoral component was removed easily with minimal cement osseointegration and the tibial tray was grossly loose with a moderate amount of bone loss. There was also significant staining throughout the soft tissue. The patellar component was stable and not removed. No intraoperative complications were reported. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet cruciate tibial tray 87mm catalog #: 141237 lot #: j2835994, vanguard posterior stabilized tibial bearing 10mm x 87/91mm catalog #: 183780 lot #: 056750, series a standard 3 peg patella 31mm catalog #: 184764 lot #: 017550. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: .. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.